Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a distributor via (B)(4) that qty. 2 of an ar-3636h self bunching 1.8 knotless hip fibertak soft anchor had an issue during a hip arthroscopy left procedure on (B)(6) 2023. Both insertion tips broke inside the bone on acetabulum upon insertion, upon anchor impaction. The broken pieces were not retrieved. The procedure was completed successfully, and a second surgery will not be necessary. This occurred during use with no patient harm. Additional information has been requested.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse due to applying excessive mechanical forces upon insertion, improper bone prep and/or prying/leveraging the device during use.

Event description:
The distributor provided the following information via email: the bone quality of the patient was judged hard. There was a case delay of under 15 minutes, and no additional anesthesia was administered.